Event description:
It was reported that the 0.014" guide wire would not exit the recanalization catheter. Another recanalization catheter was used to successfully perform the procedure. There was no patient involvement.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. The device with product label was returned and evaluated. The guidewire ws loaded through the hub and able to advance out of the distal end of the catheter; however, due to the material separation, the guidewire could not advance through the metal tip. Due to the material separation, the guidewire could not be loaded through the tip of the device. The investigation is confirmed for material separation as the outer catheter was found to be separated from the metal tip, which prevented full guidewire patency. Per the complaint comments, reportedly, when the catheter was removed from its packaging, ther was a stylet inserted into the catheter, as expected, an it was removed without incident. Therefore, it is unknown how/when the material separation occurred. It is unknown if procedural issues contributed to the reported event. The definitive root cause could not be determined based upon the available information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.